Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. It is possible that the clip delivery system (cds) device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty to remove the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils and resulted in the difficulty removing the gripper line; however, this cannot be confirmed. It was reported that resistance was noted during removal and after removing approximately 6 inches of the gripper line, the line broke outside the anatomy; therefore, the gripper line break appears to be a secondary effect of the difficulty removing the line and related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during removal of the gripper line, resistance was felt and the gripper line broke, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve without issue, and the deployment steps were started. While removing the gripper line, some resistance was noted. The gripper line was removed slowly with each heartbeat, but after approximately 6 inches were removed, the line broke outside the anatomy. The other side of the line was pulled, and the gripper line was easily removed. The clip was implanted successfully, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.